Event description:
Discordant thyroid stimulating hormone (tsh) and (B)(6) results were obtained on patient samples on the immulite 1000 instrument. The initial results were not reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant tsh and (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the immulite 1000 instrument. The fse noticed a large syringe valve error, so he replaced the large syringe. The fse ran quality control (qc), and a valve error message was obtained on one assay. The fse then replaced the large valve. The customer calibrated the instrument and ran qc, which was all within range. The instrument is performing within specifications. No further evaluation of the device is required.